Event description:
It was reported that during unpacking, it was noted that the box was damaged for a mach 1 art3.5 sh (side holes), and the customer states that the product was no longer sterile. There was no contact with patient.